Event description:
Procedure: thoraco/pneumothorax. Reportedly, the device was fired to lung but the staples did not form properly. This resulted in bleeding of less than 200 cc of bleeding. The tissue was treated with the same instrument and a new sulu which resulted in slight tissue loss due to the application site for the new sulu. There was no long delay of the surgery.